Event description:
Device 1 of 4. Reference manufacturer report: 1627487-2011-01234, 1627487-2011-01235 and 1627487-2011-01236. The patient received her scs system, including an ipg, surgical lead, and two extensions (from two separate lots), on (B)(6) 2011. It was reported that the patient developed an infection, and her system was consequently explanted on (B)(6) 2011. It was reported that the infection was located at the cervical incision site; however, cultures were taken at the mid back incision site and left flank ipg pocket site as well. It was unknown whether the infection had developed at these two locations. The culture results were reported to show (B)(6). It was reported that the patient was hospitalized for the infection and treated with intravenous antibiotics. Follow up on the patient found that the patient stated that her pain had subsided since the explant. The explanted devices have not been returned to the manufacturer for analysis.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.